Event description:
Patient had "transurethral incision bladder neck with mitomycin injection". During the procedure doctor identified the ceramic tip had broken off and was identified in the bladder. The broken item was removed by doctor and or manager was notified. Doctor viewed the removed ceramic tip with the original part and determined it was complete. No evidence of any other foreign object was identified by doctor the bladder was irrigated and drained prior to case complete.